Event description:
Report received from (B)(6) stating that "during the end procedure of the disc removal the tip of the mouthpiece covers the disc and the posterior longitudinal ligament which increases the difficulty to use the instrumentation". The device was being used during surgery. It is unknown if injury or medical intervention occurred. The date of event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).